Event description:
(B)(6) reported an issue with a touchscreen being unresponsive. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and consequently, context technical support created and closed the case with no additional actions taken.